Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with cgm readings trending upward and confirmatory capillary blood glucose reading high; troubleshooting identified a bent infusion set cannula and later an unfixed tubing that had not been filled with insulin, and the user replaced the infusion site and correctly filled and connected new tubing, after which glucose trended downward and returned to range. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing, with glucose ultimately returning to target. Investigation included technical support review, guided user troubleshooting, and evaluation of infusion set function and insulin flow during fill. Investigation of this case revealed user setup issues related to a bent cannula and an unprimed new tubing segment, with no device alerts or alarms reported. It was concluded that hyperglycemia occurred due to infusion delivery disruption from a bent cannula and an unprimed tubing, with device function consistent with design once correct setup was restored. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.